Manufacturer narrative:
Concomitant medical products: other coil (details unknown), prowler 14 microcatheter (606151x/lot unknown), guidewire (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15863533 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The procedure was an embolization of a left internal carotid artery aneurysm near the posterior communicating artery on (B)(6) 2013. The aneurysm was secular. And the size is of the aneurysm is 8x7mm. While positioning the orbit galaxy (638cf0824/ 15863533), which was the first coil it was noted it was already stretched when advanced halfway through the aneurysm. A prowler 14 microcatheter (606151x/lot unknown) was used for this procedure. The surgeon had to remove the coil and fill another coil (details unknown) to complete. No adverse event occurred. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire (details unknown) and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil through the microcatheter. There were no kinks in the microcatheter that may have contributed to the event. The microcatheter was not repositioned over the coil while the coil was partially deployed out of the distal end of the microcatheter. There was a one to one relationship between the coil and delivery tube verified with fluoroscopy prior to repositioning. The entire coil was successfully removed and attached to the delivery system. No patient or vessel code information provided.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was found kinked, the gripper were inspected found with an elongated condition while the embolic coil was found stretched. The support coil, gripper and embolic coil were inspected under microscope; and the damages noted with visual analysis were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. Based on the analysis, the stretched condition of the coil and gripper appear to have been caused by application of excessive force; however, the root cause cannot be conclusively determined. With review of the analysis and the device history records there is no indication of any relationship to the manufacturing process. It is possible that procedural factors, device manipulation during positioning may have contributed to the event; however with review of the available information a definitive conclusion regarding the specific cause cannot be determined. Inspections are in place to prevent damaged devices from leaving the facility and the instructions for use addresses procedural handling that may contribute to stretching of the coil during placement. Therefore, no corrective actions will be taken at this time.